Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia, with fingerstick blood glucose values of 418 mg/dl and later 453 mg/dl after a recent meal announcement, despite no reported alarms or infusion set leaks and while using a cannula set (6 mm, 23 in). Investigation included user coaching and troubleshooting of infusion set and supplies. Investigation of this case revealed no device alarms and resolution of hyperglycemia after infusion set replacement, with the cause remaining unclear. Symptoms included high blood glucose. Outcomes included a return of blood glucose to 144 mg/dl after infusion set changes and troubleshooting. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause, with no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.